Manufacturer narrative:
(B)(6)2023 philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer inspected the system onsite. The service engineer confirmed that the root cause of the issue was damaged stand trolley cables due to bad connection of the cables. The service engineer replaced the stand trolley cables, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the cable to the remote control was burned out. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
On 06-jul-2023: philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. A philips service engineer inspected the system onsite. The service engineer confirmed that the root cause of the issue was damaged stand trolley cables due to bad connection of the cables. The service engineer replaced the stand trolley cables, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.